Event description:
It was reported that the patient's ipg is turning off and the patient feels pain returning. Due to this issue, surgical intervention may take place.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2018. The patient has effective stimulation post operatively.